Manufacturer narrative:
The event occurred in (B)(6) but the device is also marketed in the USA. In the interest of complying with 21 cfr 803 timeliness (B)(4). (Manufacturer) who is currently experiencing difficulties connecting to the emdr system. We have requested from the customer the following information: number of analyzer concerned, analyzer(s) logs, patients' information and outcome... To date, we have received no answer from the customer. With the available data, it is not possible for us to further investigate this case. Therefore, diagnostica (B)(4). Has concluded their investigation into this matter.

Event description:
Two discrepancies in results were observed with sta - liquid anti-xa reagent (product code 00322, lot number 253958): patient (B)(6) (b. (B)(6)): anti-xa < 0.1 ui/ml, but with another reagent anti-xa = 0.24 ui/ml (aptt = 133.1 sec; pt = 49.1 sec). Patient (B)(6) (b.(B)(6)): anti-xa < 0.1 ui/ml, but perfusion of heparin since (B)(6) 2019 (1000-1250 if/h ufh) (aptt = 68.9 sec, pt = 46.2 sec). The internal quality controls were within acceptable ranges, before and after testing the samples. At this time, it has not been possible to obtain an update on the potential impact on patient health and/or outcomes.